Manufacturer narrative:
One 7x25mm (B)(4) screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 8mm of the distal tip has been broken off and was not returned for examination. Dimensional assessment of the remaining portion of the screw confirmed it met print specification. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a cross ligament reconstruction surgery, when the screw was twisted, it broke. No patient injury was reported.